Event description:
It was reported that after a "laser surgery upon the lumbar spine" using a trimedyne "holmium yag laser device" and trimedyne "laser side firing needle and/or fiber devices," the patient's "spinal nerve roots [allegedly] became thermally damaged or burned." The patient is alleged to be "in constant pain." "The pain radiates from the right knee cap up the front of her thigh to the pelvic area and her right hip/side. She has no pain along the spine. She describes the pain as numbing, throbbing, burning, and sharp. She has hypersensitivity on her right thigh from the kneecap up. She claims that her right thigh is numb all of the time like 'novocain' and changes in color and temperature." The procedure is reported to have occurred using a trimedyne laser and trimedyne laser side firing needle and/or fiber devices. No information has been provided to date regarding any specific product failure related to the above referenced devices. Following the initial surgery, the patient underwent two additional surgeries and a nerve block. "Earlier this year [2012], she noticed that the pain in her groin area had gotten worse. It felt like she had to urinate constantly and she experienced extreme pain during intercourse."

Manufacturer narrative:
Based on a summary of the deposition of the surgeon who performed the procedure, sent to trimedyne by an attorney, it was reported that the doctor had no criticism of the trimedyne device and that it performed as intended in the plaintiff's surgery. Neither the plaintiff's deposition (reference the initial MDR submitted on (B)(4) 2012), nor the deposition of the surgeon who performed the procedure indicate that trimedyne's devices caused or contributed to this event.

Manufacturer narrative:
It was reported to trimedyne as part of a product liability lawsuit that the above referenced procedure was performed using a trimedyne laser and trimedyne laser side firing needle and/or fiber devices. However, no malfunction of the laser or delivery devices was reported to trimedyne by the end user, and no devices were returned to trimedyne for evaluation. The lot number of the trimedyne handpiece/fiber assembly used in the procedure was not provided to trimedyne. Based on the information available to date, the only potential lot numbers of the handpiece/fiber assembly used in this procedure were obtained based on the purchasing history of the user facility and the timeframe preceding the event. These potential lot numbers and corresponding expiration dates / dates of manufacture are listed below: lot 701034. Exp. Date: 03/31/2011. Date of manufacture: 03/30/2007. Lot 807003. Exp. Date: 07/31/2012. Date of manufacture: 08/20/2008. There is no available evidence at this time that trimedyne's devices caused or contributed to this event. The manufacturer's instructions for use state, "aim the laser only at tissues intended for treatment; otherwise, damage to surrounding tissues may result." Three mdrs have been filed for this single event: one for the trimedyne laser (reference 1419951-2012-00001), one for the trimedyne handpiece/fiber assembly (this MDR, 1419951-2012-00002), and one for the side fire tip (reference 1419951-2012-00003). (B)(4) - nerve damage; (B)(4) - no known device problem. (B)(4). Device not returned to manufacturer.